Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tip clamp damaged and tip retaining clip in tip supply broken in the reported problem area of the pipette assembly. The tip clamp and tip retaining clip were replaced. The instrument was inspected, tested without further problem, and returned to service.